Event description:
Reporter alleged obtaining a discrepant blood glucose result of 37 mg/dl back to back with a result of 174 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic symptoms during the time of testing, however, was experiencing hyperglycemic symptoms. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.